Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath was selected for use. When a farawave catheter was inserted into the sheath, and flushing was performed, microbubbles were continuously drawn into the sheath. Leak was noted and air was observed in the flush port. The sheath was replaced, and the procedure was completed. No patient complications were reported.